Manufacturer narrative:
Potential event dates: (B)(6) 2017. Potential lot numbers: 3397315, 3423755, and 3471719. Potential expiration dates: 03/20/2017, 05/15/2017, and 08/08/2017. Potential manufacturing dates: 03/27/2017, 05/24/2017, and 08/11/2017.

Event description:
It was reported that a smiths medical jelco®protectiv® safety i.v. Catheter had "gushed" blood out of the flash chamber and onto the skin. The catheter was noted to be threaded to skin line with full needle retraction and lock out when the blood "gushed" pass the flash chamber and went into the housing unit. The catheter was removed and a new one was placed with no reported adverse patient effects.